Manufacturer narrative:
(B)(6). Manufactured january april 12, 2016- april 13, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed. The reported condition of a ruptured bladder was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The pump was been filled with 30ml of fluorouracil and 70ml of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: catalog number. Should additional relevant information become available, a supplemental report will be submitted.